Event description:
It was reported that the insulin pump excessively alarmed no delivery during the bolus procedure. Customer's blood glucose reading was 470 mg/dl. Customer was unable to troubleshoot. Customer reports the alarm was resolved by an infusion set change. Customer would like to return the set for analysis, however customer does not want to return the reservoir for analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.